Event description:
While performing fluoro gain calibration, the biomed representative reported flames, ash and black soot coming out of the area just below the pendant. The representative enabled e-stop, turned off the power, and unplugged the umbilical cable and the flames stopped. There was no pt present.

Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. RMA issued and o-arm was returned to factory site for evaluation. Failure analysis revealed the diodes on the stand alone board short-circuited, allowing current through the relay in excess of the relay rating causing it to overheat. Initial hazard review identified that the failure mode could potentially cause burning to the pt or user.